Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for low blood glucose while using the ilet following a high-carbohydrate meal announcement and a recent switch from novolog to humalog insulin, with the user also reporting prior avoidance of meal announcements to prevent lows. Symptoms included hypoglycemia. Outcomes included on-call troubleshooting and education, with instructions to monitor blood glucose and treat with 15 grams of carbohydrate every 15 minutes until in range, and planned follow-up. Investigation included review of the reported event and user-reported use pattern. Investigation of this case revealed no device malfunction and suggested user behavior and insulin transition as plausible contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.